Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted the caller with resetting the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if any issues reoccur.